Event description:
It was reported that there was a warning due to a gradual impedance rise on the right ventricular (rv) defibrillation coil that rose to out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted:(B)(6) 2011. A 419688 lead, implanted: (B)(6) 2011. (B)(4).